Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient was called in clinic when the patient received a vibratory notification alert. Device was found to be in backup vvi mode during device interrogation. Patient had stress due to event but there was no real adverse consequence. Device download was performed successfully.